Manufacturer narrative:
Specific date of the event is unknown as the study period was from july 2014 through october 2017. Based on information provided, it cannot be determined that the infections were related to the prevena¿ incision management system. The study noted there were significantly lower rates of infection in the "cinpt" group despite the higher frequency of "comorbities" associated with high risk of complications in the cinpt group. There have been several attempts made to gather additional information, but there has been no response. Device labeling states: infection: the following symptoms may mean that your incision is infected. Call your doctor right away if you: have swelling at the dressing; feel increase in soreness at the dressing; have redness around the dressing; feel feverish; feel itching at the dressing; feel warmth at the dressing; have pus at the dressing; have a bad odor at the dressing.

Event description:
On 01-oct-2018, the following information was received by kci after a review of journal article, "the impact of closed incision negative pressure therapy on postoperative breast reconstruction outcomes" plast reconstr surg glob open 2018; 6: e1880; doi: 10.1097/gox.0000000000001880: seven patients on "cinwpt" experienced surgical site infections. Infection was defined as a clinical need for antibiotics. No additional information is available. The prevena¿ incision management system lot numbers was not provided; therefore, a device evaluation could not be performed.